Event description:
It was reported that a patient presented in the hospital after experiencing syncope due to pauses between atrial events and ventricular pacing. The patient is rv dependent. Cross-talk was suspected. The device was reprogrammed and remains implanted. No further episodes of syncope have been reported.